Manufacturer narrative:
Additional information (27-sep-2024): siemens assessed the essential sub-assemblies for the total human chorionic gonadotropin (thcg) assay on the atellica im 1600 analyzer and determined that wash and luminometer demonstrated issues on the day of the event. Based on the instrument files, siemens ruled out the wash as a potential cause because quality control (qc) results were in range on the evening of 25-aug-2024. Siemens determined that the atellica im 1600 analyzer was in stop mode due to dark count errors on 26-aug-2024 but noted that no other assays reported issues. Siemens also ruled out the bubbles in the washing line as a potential cause because of the limited number of falsely elevated thcg results impacted; multiple samples and tests processed prior to these samples without any issues. Additionally, siemens determined that dark counts were elevated following the event, which indicated an issue with the luminometer. Siemens concluded that a splash or contaminant, detected by the photo multiplier tube (pmt), due to liquid in a cuvette or under aspiration of the waste probe potentially contributed to the falsely elevated thcg results. The analyzer performed as specified, and no further evaluation of this analyzer is needed.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00204 on 11-sep-2024. Siemens filed the supplemental MDR 2432235-2024-00204 on 15-oct-2024. Additional information (30-oct-2024): siemens evaluated the services performed, including replacing the base and wash station fittings and installing a new photomultiplier tube (pmt) and luminometer. These actions resolved the issue of air in the lines and with the high dark-count readings. Following the services performed, the assays were recalibrated successfully, and quality control (qc) was acceptable. The analyzer performed as specified, and the customer noted no recurrences.

Manufacturer narrative:
The customer reported ten falsely elevated thcg (total human chorionic gonadotropin) results were obtained on the atellica im 1600 analyzer with serial number I(B)(6). The results were reported and questioned by the physician(s). The customer performed repeat testing on the same and alternate atellica analyzer, obtained correct results, and issued a corrected report. The customer was assisted by siemens and noted that the analyzer stopped processing due to dark count and luminometer functionality errors. The system halted sample processing and issued wash ring and reagent compartment errors. Siemens observed a water pump (reagent probe) error, noted the system failed to run, and dispatched a cse (customer service engineer) to the customer site. The cse discovered the luminometer was dirty and required cleaning. The wash and base tubing/line were full of air bubbles, which indicated an impact on the washing and measurement of the thcg assay. The cse adjusted the fitting, initialized the system, and verified the passing of daily maintenance. The customer reloaded and recalibrated assays, performed qc (quality control) testing, and noted the results were acceptable. The analyzer performed as specified, and no further evaluation of this analyzer is needed.

Event description:
The customer reported ten falsely elevated thcg (total human chorionic gonadotropin) results were obtained on the atellica im 1600 analyzer with serial number (B)(6). The results were reported and questioned by the physician(s). The customer performed repeat testing on the same and alternate atellica analyzer, obtained correct results, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.